Event description:
It was reported that pump issued repeated empty cartridge alarms over two weeks and displayed an insulin amount of zero when caller expected about 240 units, even though new cartridges were used and caller did not believe cartridges were empty. Customer¿s blood glucose level was reported as ¿high,¿ but no specific value was provided and there was no indication of an adverse impact to the customer¿s blood glucose level. Customer addressed high blood glucose with a correction injection by multiple daily injections, loaded new cartridge to resolve the discrepancy, received normal assistance from mother, and was educated by technical support on the empty cartridge alarm and instructed to call back for further troubleshooting if the issue occurred again.